Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("non-menstrual bleeding"), device expulsion ("migration of essure device location of device: uterus") and menorrhagia ("severe menstrual pain and heavy bleeding") in a (B)(6) female patient who had essure (batch no. 898934, 752413) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included acetylsalicylic acid (aspirin), enalapril, ibuprofen, labetalol, medroxyprogesterone acetate (depo-provera), nifedipine and simvastatin (simvastin). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("severe upper and lower abdominal pain"), dysmenorrhoea ("severe menstrual pain and heavy bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches") and anaemia ("anemia"). The patient was treated with surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, abdominal pain and dysmenorrhoea had not resolved, the device expulsion, migraine, headache and anaemia outcome was unknown and the menorrhagia and vaginal haemorrhage was resolving. The reporter considered abdominal pain, anaemia, device expulsion, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine and vaginal haemorrhage to be related to essure. The reporter commented: she is currently investigating her options for removal of the essure device. Date(s) of insertion: (B)(6) 2011, (B)(6) 2012. Diagnostic results: on (B)(6) 2011, an hsg test was performed. Procedure results: successful placement of coils: yes. Most recent follow-up information incorporated above includes: on 25-may-2018: pfs received- lot number, reporter information, patient details, other relevant history, product information, concomitant drug and events - migration of essure device location of device: uterus, abnormal bleeding (vaginal), migraines, headaches, anemia were added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("non-menstrual bleeding"), device expulsion ("migration of essure device location of device: uterus") and menorrhagia ("severe menstrual pain and heavy bleeding") in a 47-year-old female patient who had essure (batch no. 898934, 752413) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included acetylsalicylic acid (aspirin), enalapril, ibuprofen, labetalol, medroxyprogesterone acetate (depo-provera), naproxen, nifedipine, simvastatin (simvastin) and topiramate (topamax). In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("severe menstrual pain and heavy bleeding/dysmenorrhea(cramping)"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("severe upper and lower abdominal pain") and anaemia ("anemia"). The patient was treated with surgery (ablation),. Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage and dysmenorrhoea had resolved, the device expulsion, pelvic pain, migraine, headache and anaemia outcome was unknown, the menorrhagia and vaginal haemorrhage was resolving and the abdominal pain had not resolved. The reporter considered abdominal pain, anaemia, device expulsion, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she is currently investigating her options for removal of the essure device. Date(s) of insertion: (B)(6) 2011, (B)(6) 2012. Diagnostic results: on (B)(6) 2011, an hsg test was performed. Procedure results: successful placement of coils: yes. Lot number: 752413 manufacture date: (B)(6) 2010, expiration date: (B)(6) 2013. Lot number: 898934 manufacture date: (B)(6) 2011, expiration date: (B)(6) 2014. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("non-menstrual bleeding"), device expulsion ("migration of essure device location of device: uterus") and menorrhagia ("severe menstrual pain and heavy bleeding") in a 47-year-old female patient who had essure (batch no. 898934, 752413) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included acetylsalicylic acid (aspirin), enalapril, ibuprofen, labetalol, medroxyprogesterone acetate (depo-provera), naproxen, nifedipine, simvastatin (simvastin) and topiramate (topamax). In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("severe menstrual pain and heavy bleeding/dysmenorrhea(cramping)"), migraine ("migraines"), headache ("headaches") and pelvic pain ("pelvic pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("severe upper and lower abdominal pain") and anaemia ("anemia"). The patient was treated with surgery (ablation), surgery (ablation) and surgery (ablation). Essure was removed. At the time of the report, the genital haemorrhage and dysmenorrhoea had resolved, the device expulsion, migraine, headache, anaemia and pelvic pain outcome was unknown, the menorrhagia and vaginal haemorrhage was resolving and the abdominal pain had not resolved. The reporter considered abdominal pain, anaemia, device expulsion, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she is currently investigating her options for removal of the essure device. Date(s) of insertion: (B)(6) 2011, (B)(6) 2012. Diagnostic results: on (B)(6) 2011, an hsg test was performed. Procedure results: successful placement of coils: yes most recent follow-up information incorporated above includes: on 27-jul-2018: pfs received. Event added: pelvic pain. Outcome of events bleeding and cramping updated to recovered resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.